Event description:
Adverse event: "trabeculectomy" (eye injury). Product problem (s): "shunt would not drain" (no code available [shunt]). A user facility reported a glaucoma shunt was removed because it would not drain after implementation. In a follow up, the surgeon reported after the shunt was placed and verified not to be blocked by any tissue, it would not drain. The shunt was removed and a trabeculectomy was performed. The surgeon reported the event continues with the pt's intraocular pressure (iop) too high.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/29/2010 and 07/01/2010 by phone, fax, and mail. A completed questionnaire was received on 07/06/2010. (B)(4)